Event description:
It was reported that a catheter and guidewire entrapment occurred. After a 300 es j choice guidewire crossed the lesion, a 10.0-31 carotid wallstent was advanced for treatment. However, when the stent was attempted to be released, it was noted that the guidewire stuck within the stent system and could not be released. The wallstent delivery system and the choice guidewire were removed together and the procedure was completed with another wallstent and another guidewire. There were no patient complications nor injuries reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the unit was returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was inspected and the coating was severally damaged along the guidewire; some sections were peeled. The guidewire body was kinked approximately at 144 cm and 0.8 cm from the proximal end. No more damages were found in the device. Outer diameter of distal tip, middle of the device, and proximal section are within specification.

Event description:
It was reported that a catheter and guidewire entrapment occurred. After a 300 es j choice guidewire crossed the lesion, a 10.0-31 carotid wallstent was advanced for treatment. However, when the stent was attempted to be released, it was noted that the guidewire stuck within the stent system and could not be released. The wallstent delivery system and the choice guidewire were removed together and the procedure was completed with another wallstent and another guidewire. There were no patient complications nor injuries reported and the patient's condition was stable.